Manufacturer narrative:
H4: the lot was manufactured between (B)(6) , 2020 to (B)(6) , 2020. H4: two (2) actual devices were received for evaluation. Unaided eye visual inspection was performed and a detached spike was observed on both samples. Functional testing was not performed for this complaint. The reported condition was verified. The cause of the condition could not be determined; however the most likely cause is due to inadequate or lack of adhesive being applied in the manufacturing process at the base of the spike assemblies causing an incorrect bonding. The remaining three (3) samples were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: the event occurred on an unspecified date in (B)(6) 2021, reported as "in the last week." The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least five (5) trifurcated fluid transfer tube sets were breaking during compounding. The event was further described as the tubing does not stick with the normal saline bag and suddenly detached from the bag in the middle of compounding. No cracks were observed. There was no patient involvement. No additional information is available.